Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge would not fully snap onto the pump. The cartridge was changed and insulin deliver was resumed. Customer's blood glucose level was approximately 150 mg/dl.